Manufacturer narrative:
H6: type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm vticm5_12.6, -9.5/2.0/090, implantable collamer lens got stuck in the cartridge and tore, there was patient contact. The lens was intraoperatively removed with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved.